Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information diagnosed with asthma and has been having trouble breathing. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Pil verified the device provides airflow using a known good power supply. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector. Pil technician observed a scratch on the bottom of the device. Liquid ingress was observed on the blower, blower box, p4 power connector. Inv1023 addresses the issue of liquid ingress. Device was likely reset prior to pil receipt due to the machine having 7869.8 hours with 0 blower hours and 0 therapy hours logged. 0 errors were logged. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam.

Manufacturer narrative:
In the previous report, in section d9 returned to manufacturer date was wrongly captured and it was corrected it this report. In the previous report, in section h6 investigation findings code and investigation findings code was wrongly captured and those were corrected in this report. In the previous report, section h10 was wrongly captured and it was corrected in this report. The corrected h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam.the manufacturer received information diagnosed with asthma and difficulty breathing/short of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector. Liquid ingress was observed on the blower, blower box, p4 power connector. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device.